Manufacturer narrative:
A4-a6: unk. H6: work order search: no similar complaints. Claim# (B)(4).

Event description:
A facility representative reported a lens tear and for an implantable collamer lens during injection/delivery into the eye. There was patient contact, but no patient injury. The lens was intraoperatively implanted, removed, and replaced and the problem was resolved. Cause of the event is the device. Reportedly, "13.2 size-1.75 lens is out of stock, temporarily order an adjacent degree of -2.0 and size 13.7 lens which is implanted vertically."